Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted residue on the connector contacts. Functional evaluation revealed intermittent split screen display. The complaint has been confirmed. The instructions for use (IFU) provided with the device, contains the following warnings and precautionary measures related to proper use of the device, including but not limited to: the product must be cleaned and sterilized before every subsequent use; use only neutral ph cleaners to decontaminate the camera head. Non-neutral ph cleaners may cause residue buildup, which may cause interference or damage the optical seals. Such damage will result in internal fogging and image discoloration. After every use, ensure that the camera head has been thoroughly cleaned, sterilized and inspected according to the directions in the IFU. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the camera (camera head lens int sys) is grainy and sometimes shows a colored block split screen. No case reported; therefore, no patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.